Event description:
Healthcare professional reported left side intra-capsular rupture and "small siliconoma." Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified red particles material was found on the shell, missing shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge broken in the shell with nick and one sharp opening and two curved openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nick in the side posterior assessed as surgical impact opening. Two openings striated in the side anterior/posterior assessed as surgical damage. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9 h3 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported left side intra-capsular rupture and "small siliconoma." Device has been explanted.